Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failure could not be recovered, and the system repeatedly displayed the message: drawer failed to stay closed, please contact technical support. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 was stacking and difficult to open and close. The field service engineer (fse) replaced the legacy drawer with an available spare legacy drawer onsite, performed hardware test application testing, and verified that all tests passed successfully, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.